Event description:
When drapes were removed from patient there was a quarter size burn noted on pt's abdomin above where the operative site was. Md sutured the area closed. It was apparently from the bovie. Staff in or room did not keep bovie pad for follow-up. Follow pt for further complications. Reeducate or staff to keep supplies when an incident occurs for follow up.